Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4). (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the caller stated she had 3 surgeries trying to get this done. Caller clarified the first was the trial, and the 3rd was the unit she has now and indicated there was 1 revision. Caller stated the therapy was not helping with her symptoms when it was first implanted so she went to the healthcare professional (hcp) and they looked at the device and noticed that the wire didn't connect. There was a "loose wire" so a surgical revision was performed. No further symptoms or complications reported.